Manufacturer narrative:
(B)(4) product investigation was completed. This lead was subjected to and passed continuity, hi-pot and x-ray tests. The high capture threshold allegation was not confirmed - based on normal lead resistance measurements, a passing hipot test and x-ray inspection that showed no conductor fractures. X-ray shows a stretched out inner (cathode) coil at the lead tip damage indicative of helix extension/retraction difficulty. A line of code was added for this observation. The evidence of helix difficulty (stretched out inner coil) likely occurred at lead revision, not before. Lead was determined to have met specifications. Product investigation does not provide any additional information. Emdr decision remains the same.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to increased thresholds over the last 6 months since lead implant. A new lead was implanted. No additional adverse patient effects were reported. Jcv